Manufacturer narrative:
Explant date: asku it is indicated that the devices will not be returned for evaluation as they were disposed of by the medical facility; therefore a failure analysis of the complaint devices could not be completed. A review of the manufacturing documentation for the clik anchors revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that patient underwent a revision procedure to remove the clik anchors as they were uncomfortable for the patient. The patient is doing well post-operatively.